Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/19/2015. The fse found that the probe wipe rinse block was misaligned. The fse adjusted the rinse block, which repaired the leak. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the rinse block of the coulter lh 500 hematology analyzer during backwash. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.